Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator recorded an error code due to memory corruption following radiation therapy. The device was reprogrammed and the device remains in service. No adverse patient effects were reported.